Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of transfer set fell off and bacterial peritonitis coincident with dianeal pd4 ambuflex and extraneal viaflex therapies. On (B)(6) 2010, the patient began dianeal pd4 ambuflex (10 liters, daily) and extraneal viaflex (1 liter, daily) therapies intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd) and automated peritoneal dialysis (apd). On an unreported date, the transfer set fell off. On (B)(6) 2011, the patient experienced peritonitis manifested as cloudy bag and abdominal pain. The cause of the peritonitis was attributed to the transfer set falling off. On (B)(6) 2011, remedial treatment began with ancef (2000mg daily, route not reported) and ceftazidime (2000mg daily, route not reported). On (B)(6) 2011, ceftazidime was discontinued. On (B)(6) 2011, ancef was discontinued. Dianeal pd4 ambuflex and extraneal viaflex therapies were ongoing. The event of bacterial peritonitis with culture positive for staphylococcus was ongoing and improved. It was not reported if the event of transfer set fell off resolved. The nurse felt the event of bacterial peritonitis with culture positive for staphylococcus was not related to dianeal and extraneal therapies. A causality statement was not provided for the event of transfer set fell off.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). This complaint was not confirmed. The root cause for the report of a connection that resulted in peritonitis was undetermined. A batch review was not conducted as the lot number was unknown. There currently is no root cause investigation for this issue.